Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of taxol. It was reported that prior to the start of the taxol delivery, the tubing set had been primed with normal saline and no leakage was noted. After an unspecified length of time in use during the delivery of the taxol, the customer contact reported a pinhole leak in the tubing near the option-lok male adapter. An unspecified volume of the solution leaked. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. No further medical interventions were reported. The customer contact reported the taxol did not come in contact with the pt's or the healthcare provider's skin. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4). (B) (4)